Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2020-48874. It was reported that during the surgical intervention to replace the ipg (manufacturer report reference number: 1627487-2020-48872), both leads showed all contacts had high impedance. The physician explanted and replaced the leads. Effective therapy was established post operation.